Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the patient was dissatisfied with the short length of his first implant. All the components were explanted and a new ipp system was implanted. The patient had a good outcome. No more information is available.